Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during conversion sleeve to bypass, on the first stapling, a number of staples was badly closed, not closed at all or even twisted. The surgeon said that an unusual feeling of crushing felt during stapling. The stomach tissue having been torn off and damaged on the staple line and surgeon had to make a cut again. The surgeon had to make a cut again on a small stomach that had already had a sleeve before and there was a little tissue to place the loader that leads to extension of surgical time for more than 30 minutes. The surgeon use the same handle and there was no problems with others reloads with a different serial number.